Event description:
It was reported that following the implantation of a retroarc sling the patient experienced mild pain/discomfort, abdominal, adenomyosis, and vaginal bleeding. The patient experienced mild abdominal pain/discomfort, vaginal bleeding and adenomyosis. The patient was prescribed with oral medication as well as injectable medication. The patient underwent a total vaginal hysterectomy with a mccall¿s culdoplasty on (B)(6) 2015 which resolved the event. There were no further patient complications reported as a result of this event.